Event description:
Six months after my mentor smooth round saline implants were placed, I began to have significant bilateral pain in my arms below the elbow to my fingers. I could not even hold bags or silverware at the time. The cause is unk to this day, but I now know the cause. I spent most of the summer in 2006 bedridden and vomiting from severe migraines. I incurred rashes, sun sensitivity, and multiple other debilitating symptoms mirroring lupus and with a positive ana. I spent almost 2 years on plaquenil because my immune system was attacking my body. I've been tested for cancer, bone marrow biopsies without the courtesy of any kind of pain mgmt because they felt the narcotics I was on would be sufficient, dead wrong. After 2-3 years of aggressively trying to find the cause of my newfound symptoms at the age of 30, I took a mental break from the "case." Then I began losing weight. I went from 130 lbs to 96 lbs. I could not maintain any calories and I ate a ton. It was painful to sit because I had no padding, my spine was sticking out and every dr thought I was "healthy". It's not often they have a young woman complaining about excessive weight loss, I assure you. During the period of weight loss, I finally got an appt with the (B)(6) clinic through an executive physical program. By the time my appt came around, I was at 111 lbs. They confirmed I was at 11% body fat, which was less than an elite athlete. I was never overweight, except right after childbirth, but I can't think of a time since high school when I was that fit. After my week of testing at (B)(6) no cause was found. A local dr utilized the tests (B)(6) completed to determine that my gall bladder has extremely high ejection factor, thus I had it removed shortly thereafter. After that surgery and my attempts to reduce my narcotic intake, I finally started gaining weight. You would not believe how difficult it is for a dr to understand that you're not out looking for more drugs. I found the best dr, who is now retired, that was able to get me on a very low dose of methadone to control my pain. I still feel it, which is what wanted, but I no longer have the severe side effects of the fentanyl patches or the roller coaster ride the hydrocodone inflicts. Not to mention the fact that pharmacists treat you like a criminal every month. I did not ask for this. Here I am, 14 years later and last fall I developed lumps in my breasts. They were dismissed without further testing as "dying breast tissue" even though there was not a recent trauma to account for this diagnosis without biopsy. My breasts were shredded by the mammogram and I read afterwards about cancer spreading to lymph nodes as a result. I believe it, the ultrasound was the only way to clearly see the large lumps anyway. I am due for my six-month f/u ultrasound, but have been dreading it after finding more lumps. I need these toxic implants removed, but I cannot afford the price tag because breast implant illness is not yet recognized by the men making the decisions in an office somewhere. FDA safety report ID# (B)(4).